Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they turn on therapy last night and this morning they cannot turn the therapy off because the communicator won't connect to the handset, they picked up the manual and found the instructions so they tried to scan the code and enter the number manually but that didn't resolve the issue. Pt said the issue started this morning. Pt stated they went to bluetooth and the communicator showed visible and paired. Pt mentioned that everything was charged including the implantable neurostimulator (ins). Pt said the device was very 'glitchy' and usually after they reset the handset, the communicator would connect but they already reset the handset twice. Pt is also aware on placing the communicator over the ins when connecting but still didn't work. During the call the communicator showed a green light. Agent had pt to reset the communicator and handset. Agent had difficulty understanding the patient. When pt tried to connect the communicator to the handset, they got the not found message twice. Pt became escalated. Pt already tried to unpair the communicator, under blu etooth the communicator was paired but in my stim rc app, the communicator information showed empty or blank. Pt was driving during the call. Troubleshooting steps taken on call didn't resolve the issue. A replacement communicator was sent out. Pt said they want to meet with rep to help then turn off the therapy because they can't function when the therapy is on. Pt said if they are sitting in their car against the sit or certain ways they move and they stand or walk 'it intensifies' and it was not a good situation. Agent reviewed information. Agent redirected pt to their hcp to set up an appointment with rep. Caller wanted to confirm that in the interim, the pt can turn therapy off with recharger app. Agent confirmed yes.